Manufacturer narrative:
Examination of the returned device shows nothing outward to suggest product problem. It was initially reported the patient fell after implantation. A search of the complaints databases finds no other similar reports against the product/lot code combinations since their release to distribution. Review of the device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been identfied.depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
Depuy still considers this investigation closed.should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Event description:
The patient was revised due to head disassociation only the head was replaced.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.